Manufacturer narrative:
Based on additional information, the following fields have been corrected and updated: b5, d4 lot, expiration date, UDI, h4, and h10. 3005248192-2025-00242 is no longer a reportable event linked to this MDR. The results of the investigation are summarized as follows: retain / file sample evaluation: as per the customer data review, the alinity m hr hpv controls were valid, establishing the validity of the runs involving the reported samples. Therefore, alinity m hr hpv application specification file (B)(4) is performing as expected and no retain sample testing is necessary. Customer data review: the customer logs attached to the ticket were reviewed. The quality control (qc) run met specification requirements as no error codes or flags were displayed, indicating the reagents are performing as expected. Sample ID (sid): (B)(6) retest #1 and retest #2 produced valid results. The amplification curves were reviewed. Per the ticket text the customer utilized a different platform where they received a positive result for the same patient sample. Due to inherent differences in analytical sensitivity and detection methodologies across assay platforms, test results may exhibit variability and are not guaranteed to be fully reproducible when performed on alternate systems. Review of the customer data demonstrated that the assay software and the alinity m hr hpv application specification file 09n15-01e is performing as expected. A product deficiency was not identified by this review. Quality data review: CAPA (corrective and preventive action) / non-conformance review: a part and keyword specific search were performed to identify related existing internal quality records which could result in the reported complaint and part number. The part and keyword specific CAPA review did not identify any internal records or nonconformances related to the current complaint for part 9n15. Complaint history review complaint trending was completed. A trend violation was not identified, and the upper control limit was not exceeded for part 09n15 (trending part number). Based on the results of the investigation elements, a product deficiency for alinity m hr hpv application specification file 09n15-01e was not identified.

Event description:
The customer reported two false negative result on the alinity m hr hpv assay on the same application specification file. Patient with sample ID (sid) (B)(6) was initially tested on the (B)(6) 2025 with a positive curve for other b target but sample failed with error code 1992 (= fluorescence signal evaluation did not meet expected criteria. Maximum cycle difference between cycle threshold CT and adjusted fractional cycle number [fcn] was exceeded for other hr hpv b.). Customer repeated the sample twice the next day on 2 lots using the same application specification file, and both results were reported as "not detected". The customer retested the sample on another platform and received a positive result which finally was reported. There was no impact to patient managemnt. The customer had no expectation for the result as this was a screening sample. They are currently reviewing curves for each result and repeat samples in case an amplification curve is seen in conjunction with a "not detected" interpretation.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval. Related MDR for additional lot: 3005248192-2025-00242.

Event description:
The customer reported a false negative result on the alinity m hr hpv assay. Patient with sample ID (sid) (B)(6) was initially tested on the (B)(6) 2025 with a positive curve for other b target but sample failed with error code 1992 (= fluorescence signal evaluation did not meet expected criteria. Maximum cycle difference between cycle threshold CT and adjusted fractional cycle number [fcn] was exceeded for other hr hpv b.). Customer repeated the sample twice the next day on lot numbers 410343 and 410617, and both results were reported as "not detected". The customer retested the sample on another platform and received a positive result which finally was reported. There was no impact to patient managemnt. The customer had no expectation for the result as this was a screening sample. They are currently reviewing curves for each result and repeat samples in case an amplification curve is seen in conjunction with a "not detected" interpretation.